Event description:
It was reported that one of the cylinders of this inflatable penile prosthesis (ipp) perforated through the urethral opening, believe to be due to infection. Several months later, a surgical procedure was performed to remove the cylinder. New surgery will be performed to implant a new device. No additional patient complications were reported.

Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for the reservoir is (B)(4). B3. Date of event: the exact event date was not available, therefore the date 12/01/2024 was used as an estimate, based on the onset that was reported to occur at the end of 2024.